Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the essure micro-inserts had migrated and perforated her uterus/ migration of essure device laction (specify which one) perforated uterus/ failure to occlude (close) fallopian tube") and fallopian tube perforation ("perforation (fallopian tube (s))") in a 30-year-old female patient who had essure (batch no. C76455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth in 2005, live birth in 2007, ovarian cyst, degenerative disc disease, post-traumatic stress disorder, panic attack, bipolar affective disorder, breast operation, gallbladder operation, wisdom teeth removal, pilonidal cyst excision, carpal tunnel release, hysteroscopy on (B)(6) 2015 and d & c. She denies ambulation problems and denies pain on leg. Previously administered products included for birth control: depo-provera from (B)(6) 2014 to (B)(6) 2015, nuvaring on (B)(6) 2014 and mirena iud on (B)(6) 2012. Concurrent conditions included body mass index normal, gastroesophageal reflux disease, progressive infantile idiopathic scoliosis, irritable bowel syndrome, seizures, dementia, paralysis, neuropathy, muscle weakness, neuromuscular disorder nos, cerebrovascular disorder, numbness in leg, dysfunctional uterine bleeding since (B)(6) 2015, tenosynovitis since (B)(6) 2015 and abdominal pain. Concomitant products included baclofen since 2012 and gabapentin since (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 13 days after insertion of essure, the patient experienced menorrhagia ("heavy bleeding during menstruation/abnormally long menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), weight increased ("weight gain loss (specify which one)") and weight decreased ("weight gain loss (specify which one)"). On (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). In 2015, the patient experienced abdominal pain lower ("lower abdominal pain/ severe abdominal cramping"), dysmenorrhoea ("pain during menstruation/ dysmenorrhea (cramping)"), pelvic pain ("severe pelvic pain when not menstruating/ pain"), back pain ("severe back pain when not menstruating"), the second episode of alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and depression ("worsening of her depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), uterine pain ("uterus pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (robotic-assisted total laparoscopio hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, pelvic pain, back pain, dyspareunia, the last episode of alopecia, vaginal discharge, vaginal infection and depression was resolving, the fallopian tube perforation, vaginal haemorrhage, weight increased, weight decreased, fatigue, migraine, uterine pain and abdominal pain outcome was unknown and the abdominal pain lower and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Findings: 7cm uterus with obvious pathology. Both tubes appeared normal rt. Ovary normal left ovarian slightly enlarged with multiple follicular cysts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed full occlusion of fallopian tubes on (B)(6) 2014, she had lumber spine procedure due to chronic pain, low back pain. On (B)(6) 2016, surgical pathology report- final diagnosis: uterine lining with cicatrix consistent with prior ablation procedure. Proliferative endometrium, no evidence of endometrial hyperplasia or carcinoma. Adenomyosis focal. Cervix with no diagnostic abnormalities. Right and left fallopian tubes with luminal essure coils in both tubes, paratubal cyst and no other abnormalities. Novasure ablation was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the essure micro-inserts had migrated and perforated her uterus/ migration of essure device laction(specify which one) perforated uterus/ failure to occlude (close) fallopian tube"), fallopian tube perforation ("perforation (fallopian tube (s))"), menorrhagia ("heavy bleeding during menstruation/abnormally long menses/ abnormal bleeding (menorrhagia)") and spinal disorder ("spinal issues") in a 30-year-old female patient who had essure (batch no. C76455) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, live birth in 2005, live birth in 2007, ovarian cyst, degenerative disc disease, post-traumatic stress disorder, panic attack, bipolar affective disorder, breast operation, gallbladder operation, wisdom teeth removal, pilonidal cyst excision, carpal tunnel release, hysteroscopy on (B)(6) 2015, d & c, abdominal pain on (B)(6) 2013, nausea on (B)(6) 2013, rash trunk on (B)(6) 2013, acute gastritis on (B)(6) 2014 and menses irregular on (B)(6) 2015. She denies ambulation problems and denies pain on leg. On (B)(6) 2014, she had lumber spine procedure due to chronic pain, low back pain. On (B)(6) 2016, surgical pathology report- final diagnosis: uterine lining with cicatrix consistent with prior ablation procedure. Proliferative endometrium, no evidence of endometrial hyperplasia or carcinoma. Adenomyosis focal. Cervix with no diagnostic abnormalities. Right and left fallopian tubes with luminal essure coils in both tubes, paratubal cyst and no other abnormalities. Novasure ablation was done. Previously administered products included for birth control: depo-provera from (B)(6) 2014 to (B)(6) 2015, nuvaring and mirena iud. Concurrent conditions included body mass index normal, gastroesophageal reflux disease, progressive infantile idiopathic scoliosis, irritable bowel syndrome, seizures, dementia, paralysis, neuropathy, muscle weakness, neuromuscular disorder nos, cerebrovascular disorder, numbness in leg, dysfunctional uterine bleeding since (B)(6) 2015, tenosynovitis since (B)(6) 2015, abdominal pain, low back pain, lumbar strain, nausea, vomiting, diarrhea, dysfunctional uterine bleeding, leg pain and pain ankle. Concomitant products included baclofen since 2012 and gabapentin since (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 13 days after insertion of essure. On (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain loss (specify which one) : gain"). On (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). In 2015, the patient experienced abdominal pain lower ("lower abdominal pain/ severe abdominal cramping"), dysmenorrhoea ("pain during menstruation/ dysmenorrhea (cramping)"), pelvic pain ("severe pelvic pain when not menstruating/ pain"), back pain ("severe back pain when not menstruating"), the second episode of alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and depression ("worsening of her depression"). On (B)(6) 2015, the patient experienced menopausal symptoms ("menopausal syndrome"). On an unknown date, the patient experienced spinal disorder (seriousness criterion disability), fatigue ("fatigue"), uterine pain ("uterus pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (robotic-assisted total laparoscopio hysterectomy with bilateral salpingectomies and novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, back pain, dyspareunia, the last episode of alopecia, vaginal discharge, vaginal infection and depression was resolving, the fallopian tube perforation, spinal disorder, weight increased, fatigue, uterine pain, abdominal pain and menopausal symptoms outcome was unknown and the menorrhagia, abdominal pain lower, dysmenorrhoea, headache, vaginal haemorrhage and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menopausal symptoms, menorrhagia, migraine, pelvic pain, spinal disorder, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Findings: 7cm uterus with obvious pathology. Both tubes appeared normal rt. Ovary normal left ovarian slightly enlarged with multiple follicular cysts. Four coils were visible in the left ostia. Three coils were visible in the right ostia. The hysteroscope was removed without difficulty. Findings: normal endometrial lining of uterus and bilateral ostia. Discrepancy noted- hysterosalpingogram date: (B)(6) 2015. Bleeding after ablation ablation in (B)(6) 2015,reports having passing blood clots in the past, changing tampon q 2 hrs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: confirmed full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: dyspareunia, pelvic pain concerning the injuries reported in this case, the following one/ones were described in patient's medical records : back pain, lower abdominal pain/ severe abdominal cramping, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jan-2019: pfs and medical record received- events outcome for menorrhagia, vaginal hemorrhage, dysmenorrhea (cramping), migraines updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the essure micro-inserts had migrated and perforated her uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced abdominal pain lower ("lower abdominal pain/ severe abdominal cramping"), menorrhagia ("heavy bleeding during menstruation/abnormally long menses"), dysmenorrhoea ("pain during menstruation"), pelvic pain ("severe pelvic pain when not menstruating"), back pain ("severe back pain when not menstruating"), dyspareunia ("pain during intercourse"), headache ("headaches"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and depression ("worsening of her depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain lower, menorrhagia, dysmenorrhoea, pelvic pain, back pain, dyspareunia, headache, alopecia, vaginal discharge, vaginal infection and depression was resolving. The reporter considered abdominal pain lower, alopecia, back pain, depression, dyspareunia, headache, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the essure micro-inserts had migrated and perforated her uterus/ migration of essure device laction(specify which one) perforated uterus/ failure to occlude (close) fallopian tube"), fallopian tube perforation ("perforation (fallopian tube (s))") and spinal disorder ("spinal issues") in a 30-year-old female patient who had essure (batch no. C76455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth in 2005, live birth in 2007, ovarian cyst, degenerative disc disease, post-traumatic stress disorder, panic attack, bipolar affective disorder, breast operation, gallbladder operation, wisdom teeth removal, pilonidal cyst excision, carpal tunnel release, hysteroscopy on (B)(6) 2015 and d & c. She denies ambulation problems and denies pain on leg. Previously administered products included for birth control: depo-provera from (B)(6) 2014 to (B)(6) 2015, nuvaring on (B)(6) 2014 and mirena iud on (B)(6) 2012. Concurrent conditions included body mass index normal, gastroesophageal reflux disease, progressive infantile idiopathic scoliosis, irritable bowel syndrome, seizures, dementia, paralysis, neuropathy, muscle weakness, neuromuscular disorder nos, cerebrovascular disorder, numbness in leg, dysfunctional uterine bleeding since (B)(6) 2015, tenosynovitis since (B)(6) 2015 and abdominal pain. Concomitant products included baclofen since 2012 and gabapentin since (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 13 days after insertion of essure, the patient experienced menorrhagia ("heavy bleeding during menstruation/abnormally long menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and weight increased ("weight gain loss (specify which one) : gain"). On (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). In 2015, the patient experienced abdominal pain lower ("lower abdominal pain/ severe abdominal cramping"), dysmenorrhoea ("pain during menstruation/ dysmenorrhea (cramping)"), pelvic pain ("severe pelvic pain when not menstruating/ pain"), back pain ("severe back pain when not menstruating"), the second episode of alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and depression ("worsening of her depression"). On (B)(6) 2015, the patient experienced menopausal symptoms ("menopausal syndrome"). On an unknown date, the patient experienced spinal disorder (seriousness criterion disability), fatigue ("fatigue"), uterine pain ("uterus pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, pelvic pain, back pain, dyspareunia, the last episode of alopecia, vaginal discharge, vaginal infection and depression was resolving, the fallopian tube perforation, spinal disorder, vaginal haemorrhage, weight increased, fatigue, migraine, uterine pain, abdominal pain and menopausal symptoms outcome was unknown and the abdominal pain lower and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menopausal symptoms, menorrhagia, migraine, pelvic pain, spinal disorder, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Findings: 7cm uterus with obvious pathology. Both tubes appeared normal rt. Ovary normal left ovarian slightly enlarged with multiple follicular cysts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed full occlusion of fallopian tubes on (B)(6) 2014, she had lumber spine procedure due to chronic pain, low back pain. On (B)(6) 2016, surgical pathology report- final diagnosis: uterine lining with cicatrix consistent with prior ablation procedure. Proliferative endometrium, no evidence of endometrial hyperplasia or carcinoma. Adenomyosis focal. Cervix with no diagnostic abnormalities. Right and left fallopian tubes with luminal essure coils in both tubes, paratubal cyst and no other abnormalities. Novasure ablation was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: events- "menopausal syndrome, spinal issues" added, previously reported event "weight gain loss (specify which one) (pt weight decreased)" deleted from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the essure micro-inserts had migrated and perforated her uterus/ migration of essure device laction(specify which one) perforated uterus/ failure to occlude (close) fallopian tube") and fallopian tube perforation ("perforation (fallopian tube (s))") in a 30-year-old female patient who had essure (batch no. C76455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth in 2005 and live birth in 2007. She denies ambulation problems and denies pain on leg. Previously administered products included for birth control: depo-provera from 7-oct-2014 to 1-jan-2015, nuvaring on 28-aug-2014 and mirena iud on 8-nov-2012. Concurrent conditions included body mass index normal, gastroesophageal reflux disease, progressive infantile idiopathic scoliosis, irritable bowel syndrome, seizures, dementia, paralysis, neuropathy, muscle weakness, neuromuscular disorder nos, cerebrovascular disorder and numbness in leg. Concomitant products included baclofen since 2012 and gabapentin since 10-sep-2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 13 days after insertion of essure, the patient experienced menorrhagia ("heavy bleeding during menstruation/abnormally long menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), weight increased ("weight gain loss (specify which one)") and weight decreased ("weight gain loss (specify which one)"). On (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). In 2015, the patient experienced abdominal pain lower ("lower abdominal pain/ severe abdominal cramping"), dysmenorrhoea ("pain during menstruation/ dysmenorrhea (cramping)"), pelvic pain ("severe pelvic pain when not menstruating/ pain"), back pain ("severe back pain when not menstruating"), the second episode of alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and depression ("worsening of her depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), uterine pain ("uterus pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (robotic-assisted total laparoscopio hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, pelvic pain, back pain, dyspareunia, the last episode of alopecia, vaginal discharge, vaginal infection and depression was resolving, the fallopian tube perforation, vaginal haemorrhage, weight increased, weight decreased, fatigue, migraine, uterine pain and abdominal pain outcome was unknown and the abdominal pain lower and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed full occlusion of fallopian tubes on (B)(6) 2014, she had lumber spine procedure due to chronic pain, low back pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical condition, historical drug, family history, concomitant disease, concomitant drugs were added. Suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia), migraines, fatigue, weight gain / loss specify which one, other injury (ies) or complication please describe: menopausal syndrome, hair loss. Updated events and onset date. On (B)(6) 2018: two follow up processed together incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.